Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Upon inspection he found that the units helium tank was sitting at an angle, due to a plastic grommets being under the helium tank. He reseated the tank properly and tried re-testing for the helium leak, the leak was reduced but still out of compliance. The fse eventually found that the leak was within the cart, to fix the issue he replaced the high pressure regulator and and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing prior to use the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.